Event description:
On 06-nov-2023, the following information was provided to kci by the wound care nurse: the activ.a.c.¿ ion progress¿ remote therapy monitoring system carrying case allegedly holds the machine in a position that allows discharge to build up over the sensor for canister full, gives an alarm, and will not continue to function. The device is allegedly failing due to erroneous canister full alarms. When this happens on the weekend and the customer uses the backup canister, they cannot continue with treatment due to the alarm when that backup fails. In one case the patient simply shut the device off and infection occurred. On 29-nov-2023, the following information was provided by the kci representative: it was determined that the alleged issue was the result of the wound care nurse placing the activ.a.c.¿ ion progress¿ remote therapy monitoring system in the carrying case incorrectly. An in-service was conducted with the facility and education was provided; the issue was resolved without further complaint. The activ.a.c.¿ ion progress¿ remote therapy monitoring system identifier associated with the alleged event was not provided; therefore, a device evaluation could not be performed.

Manufacturer narrative:
Section b3: date of event: the specific date of the alleged event was not provided; thus the date kci was made aware of the event was utilized. Based on the information provided, it cannot be determined that the alleged infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system and carrying case. Kci has made multiple unsuccessful attempts to obtain additional clinical and device information. A device evaluation could not be performed. The device was reportedly placed in the carrying case in the incorrect position against the manufacturer's recommendations. Subsequently, the patient allegedly shut the device off. It is not known how long the patient's dressing remained in place without active therapy or if the patient removed the dressing per manufacturer's recommendations. Therefore, this event is being reported due to potential use error. Device labeling, available in print and online, states: carrying case insert the therapy unit into the carrying case so that the touch screen and power button are visible through the cutout windows. Keep the unit in the upright position. Canister full therapy interrupted alarm to avoid a false alarm, keep the therapy unit upright. Keep therapy on (off for no more than two hours) if therapy is interrupted or turned off for more than two hours, call your nurse or doctor right away. The old dressing will need to be removed and the wound irrigated. Never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. A new v.a.c.® dressing from an unopened sterile package should be applied and v.a.c.® therapy restarted. Or, an alternate dressing should be applied at the direction of the treating nurse or doctor. Call your nurse or doctor to have this done. Wound infection call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: -you have a fever -your wound is sore, red or swollen -your skin itches or you have a rash or redness around the wound -the area around the wound feels very warm -you have pus or a bad smell coming from the wound infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: -ischemia to the incision or incision area -untreated or inadequately treated infection -inadequate hemostasis of the incision -cellulitis of the incision area disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.